Event description:
It was reported that the patient received several appropriate shocks for ventricular tachycardia (vt) from the implantable cardioverter defibrillator (ICD) but none of the shocks were successful in terminating this rhythm. The physician indicated the shock coil was in good position. Programming changes and defibrillation threshold testing were recommended. The patient was stable.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that ventricular tachycardia (vt) was terminated with medication. Programming interventions were made. The patient was stable.